Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that a pump reservoir volume higher than expected was observed. There were no patient effects reported.

Manufacturer narrative:
Device evaluation: the device was subjected to visual external and internal inspection, as well as functional, electrical, and flow testing. The evaluation determined that the issue was caused by a valve requiring current in excess of specification, blocking the fluid path. Based on the results of the investigation, the reported event was confirmed. This type of failure mode was addressed by a CAPA. This pump was manufactured prior to the implementation of the corrective action and was therefore not subject to the improvement. Corrected g8 per request of FDA, dated 10/sep/2020. Internal complaint number: complaint- (B)(4).

Manufacturer narrative:
Updated with event updates. Internal complaint number: complaint-(B)(4).

Event description:
A healthcare professional reported that the prometra (I) pump was explanted due in part to MRI safety concerns, and in part due to physician concerns related to pump operational issues. The explant date is unknown. The patient was implanted with a prometra ii pump and is reported to be doing well.